Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecific medical reason. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on december 20, 2022.